Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Event description:
The account alleges that during a peripheral vascular procedure, a micro guidewire fragmented into pieces and migrated into the patient's left inferior rectal artery. Some of the fragmented pieces of micro guidewire were retained within the patient's abdominal aorta/iliac bifurcation. Local sedation was used for this procedure. A vascular snare device and forceps were used to retrieve the iatrogenic foreign bodies [ifb] from the patient. Only a few of the fragmented pieces could be successfully retrieved. Considering the extended radiation exposure, procedure time, and excessive contrast use, the procedure was canceled. The patient was under local sedation. The physician is discussing the next step with colleagues and family members.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A supplemental report will be submitted once the evaluation is complete.